Event description:
A patient reported experiencing inaccurate erratic results with a ot basic enhanced meter. The patient's blood glucose was 168, 133 mg/dl within 10 minutes, with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.